Event description:
Caller states that he tested at 287mg/dl on his device and 115mg/dl on the doctor's device with five mins. He reports that a lab was taken soon after that read 118mg/dl. No treatment received. No original strip info provided. No qcs were used. Requested return of suspect device and replacement was sent.